Event description:
It was reported that during a roux-en-y gastric bypass procedure, the staple line had multiple malformed staples on the jejunum when fired. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th. If echelon, during which stroke did the event occur? Na, powered. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No buttress. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.